Event description:
It was reported by a company representative that high lead impedance was received during a follow-up appointment. The patient's generator was programmed off due to high impedance. No patient manipulation or trauma was reported to have contributed to the reported high impedance. No x-rays will be performed of the patient. Further information from the area representative indicated the patient underwent generator and lead replacement surgery. The explanted lead and generator was discarded at the time of surgery; hence analysis will not be completed on the device. No patient programing information or diagnostics were available from the treating physician.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.